Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2007-01878 and 9616099-2007-01979. Add'l info will be submitted upon 30 days of receipt.

Event description:
Approximately nine months post index procedure, it was noted that there was 90% stenosis in the first obtuse marginal branch and per-stent restenosis in the left circumflex confirmed by angiography. The restenosis was treated by plain old balloon angioplasty. The pt was admitted for a procedure in 2006. The pt had lesions in the mid circumflex and first obtuse marginal branch. The lesion was a safain 2a bifurcation. The mid circumflex had 80% stenosis. The lesion was pre-dilated with a balloon at 10atm and a 3.0x 23mm cypher select stent was implanted at 16atm. The first obtuse marginal branch had 90% stenosis. The lesion was pre-dilated with a balloon at 10atm and a 2.25 x 18mm cypher select stent was implanted at 14atm. The residual percentage of stenosis for both lesions was 0 post procedure. The pt's baseline medications include the following: aspirin, clopidogrel, serum lipid lowering drugs, ca+antagonista, nitrates, ace-inhibitors, diuretics and metformin.